Event description:
During the night, the omni pump beeped "line a occlusion" without there being an occlusion. Staff immediately changed the tubing to different tubing without affecting the patient. The next morning the second omni pump beeped "line a occlusion" again without there being an occlusion. Staff had to restart a new pump with new tubing. The patient's blood pressure dropped to an immeasurable level and the patient maintained a bp below 60 for approximately 10-15 minutes. The patient was very unstable before incident. Both pumps were marked for biomed (with the tubing in place) and taken out of service.